Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) that was exchanged due to irregular astigmatism. Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lens was returned in three pieces and adhered to the lid of the specimen container with dried blood and solution. The optic is torn/split-cut dividing lens into three pieces. We are unable to confirm the reported complaint. The lens was split-cut through the center of the optic. Due to the condition of the returned sample, functional test (lens bench) to check the power and resolution of the lens could not be conducted due to. (B)(4).